Event description:
It was reported that the deep brain stimulation (dbs) patient developed infections at both the implantable pulse generator (ipg) site at the chest and the lead extension site located behind the ear. Antibiotics and steroids were administered, but the patient subsequently experienced pus and fluid discharge at the head incision site, as well as persistent redness at the ipg site. As a result, the ipg, leads, and lead extension were removed, and the patient underwent a washout procedure. The patient is now recovering well after surgery.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7126574. Product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7126545. Product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6) batch: 5003482.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7126574 product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7126545 product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6). Batch: 5003482.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed infections at both the implantable pulse generator (ipg) site at the chest and the lead extension site located behind the ear. Antibiotics and steroids were administered, but the patient subsequently experienced pus and fluid discharge at the head incision site, as well as persistent redness at the ipg site. As a result, the ipg, leads, and lead extension were removed, and the patient underwent a washout procedure. The patient is now recovering well after surgery.